Event description:
I went to use my last insulin cartridge from animas corporation and before opening the package, I noticed a bug of some type in the package which is to be sterile. As this was my last cartridge, I could not use my pump, and I wonder how many other bugs I might have missed. Been using the insulin pump since april. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: diabetes.